Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that during the implant procedure, impedance and sensing measurements anomaly was noted. The lead was replaced and the procedure was completed successfully. The patient is doing fine.